Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 93mg/dl on the contour next link 2.4. He felt as if his blood glucose was low, so retested on a different meter and the reading was 56mg/dl. He ate some chocolate chips and felt better. Specific symptoms were not provided. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.